Manufacturer narrative:
The customer's meter was returned for investigation, where it was tested using retention controls, retention test strips, and a retention battery. Control ranges: level 1: 30-60 mg/dl level 2: 261-353 mg/dl results: level 1: 45 mg/dl, 45 mg/dl, and 45 mg/dl level 2: 306 mg/dl, 314 mg/dl, and 309 mg/dl all returned results are within acceptable range. No information was provided in the complaint case that would point to a cause for the result discrepancy. The device has been disassembled and its electronic compartment has been visually inspected. The strip port area and contacts were checked. Residues of an invading fluid (blood/qc/cleaning/disinfection agent) were observed on the meter¿s electronics on the mainboard.

Manufacturer narrative:
The reporter's meter and test strips were requested for investigation and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant glucose results for one patient tested with accu-chek inform ii meter serial number (B)(4). At 3:17 a.m., a sample from the patient was tested using the meter, resulting in a glucose value of 34 mg/dl. At 3:19 a.m., a sample from the patient was tested using the meter, resulting in a glucose value of 42 mg/dl. At 3:22 a.m., a sample from the patient was tested using the meter, resulting in a glucose value of 57 mg/dl. Controls run on the meter passed prior to testing.